Event description:
It was reported that during preparation of a 3.5x15mm nc trek balloon dilatation catheter (bdc), the protective sheath could not be removed. When applying force to pull off the protective sheath, the mid-shaft area near the guide wire exit notch became stretched and the shaft was kinked approximately 40 centimeters from the tip; the protective sheath was never removed from the balloon. There was no patient involvement and no occurrence of a clinically significant delay. The returned goods lab received the device without its protective sheath, with balloon peeling, and with blood on the balloon. Additional information received indicated that the site was aware of the balloon peeling and that the device was not used in the patient; the blood had been transferred to the device from the physician gloves. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficult to remove sheath was able to be confirmed. While the reported stretched mid-shaft was not confirmed, the bayonet portion of the hypotube was kinked 12.2cm proximal to the guide wire exit notch, likely due to handling during the attempt to remove the protective sheath; it is possible that the kinked area was mistaken for being stretched. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent consequences was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.